Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that pacemaker mediated tachycardia was suspected. It was further noted that the ra and rv lead was reprogra mmed.

Manufacturer narrative:
Continuation of d10: 5076-52 lead was implanted (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia. It was further reported that some of the atrial tachyca rdia/atrial fibrillation (at/af) episodes show marker intervals that are suspicious of far field r-wave (ffrw) oversensing. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.